Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
While advancing a guidewire through the palmaz genesis sds it was noted that the wire became stuck when it was almost all of the way through. While trying to remove the wire the guidewire lumen along with the distal tip separated from the sds shaft. There was no reported patient injury a non sterile pg on aviator 12 mm x 50 mm, 135 cm was received coiled in two pieces inside a plastic bag. There were 13 cm of inner body and tip ripped out from the rest of the outer body and balloon, the tip and inner body was separated at 124.8 cm from the hub. It was found the inner body elongated and it looks like accordion from 5 to 9 millimeters from the tip. The balloon was not inflated or deflated. There were stent was not expanded. No other anomaly was observed in the returned device. The gw .014 according (B)(4) was introduced without difficulty at the lumen of the distal tip according to (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The distal tip separated reported by the costumer was confirmed and guide wire lumen obstructed was not confirmed however, the exact cause of the distal tip separated failure could not be conclusively determined. Neither the DHR review nor the product analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process, controls are in place to prevent defective distal tips from leaving the facility. No corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction/procedural factors and is not related to a product quality issue.

Event description:
The palmaz genesis stent delivery system became stuck on a .014 galt wire, prior to insertion into sheath, during a left renal stent case. The wire was almost all the way through the catheter, and the genesis was up to the sheath, when the wire got stuck. Upon trying to remove the genesis from the wire, the tip of the balloon catheter separated from the balloon shaft. The galt wire was removed from the patient, and a new spartacore wire was used to cross the lesion and a new genesis stent was placed in the left renal artery successfully. There was no patient injury reported.